Event description:
According to the report: after the device was opened and the piece fitted in the bag, a piece of plastic was found in the cavity and was removed. There was no report of any pt impact or injury.

Manufacturer narrative:
(B)(4). (B)(4).